Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter clogging the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that could contribute to the retention of foreign material and it is unknown if the facility device reprocessing was implemented in accordance with the IFU, however, the issue was likely the result of user handling/ insufficient device reprocessing. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment. Inspection of endoscope ¿9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. Inspection of objective lens surface cleaning function ¿when using the air/water button: 1. Check that water flows over the entire endoscopic image when the air/water button hole is blocked with a finger and the button is pressed¿. In addition, the following non-reportable malfunctions were found during the device evaluation: air/water cylinder paint peeling, suction cylinder paint peeling, connector side scratch, ig corrugated pipe side crease and scratches, insufficient angle, bending section rubber adhesion crack. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, this unit had been insufficiently reprocessed and foreign material was found clogging the nozzle. The unit also had several other points of wear and tear throughout the device. These include but are not limited to elongation, cracking, and deterioration. Following the confirmed reprocessing failure, olympus personnel sent the user facility a reprocessing questionnaire. Through the questionnaire, the user facility confirmed all reprocessing steps in accordance with the instructions for use (IFU). If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis lucera elite colonovideoscope due to an unspecified air/water leakage issue. This event had no report of patient harm. During the device evaluation, it was discovered that the subject device undergone insufficient reprocessing as foreign material was found clogging the nozzle. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.